Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed due to loss of capture. Low r-wave amplitudes were also observed. A programming change was made to the ventricular output setting. No patient symptoms were detected. The patient will continue to be monitored.

Event description:
New information received states the lead was capped and replaced. No further information is available.